Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.

Event description:
It was reported to boston scientific corporation (bsc) that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. According to the complainant, the peg tube was spontaneously removed from the patient on (B)(6) 2024. It was reported that the peg tube was successfully replaced with a different peg kit device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.